Event description:
It was reported that right ventricular (rv) lead began exhibiting noisy signals which were reproducible with provocative maneuvers. The physician suspected rv lead damage as the cause. The patient has been scheduled for a rv lead revision, but it is unknown if this has occurred. At this time, the rv lead remains implanted and no adverse patient effects were reported.